Event description:
The implant failed due to pt health habit. The implant was removed after 14 months.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. (See scanned pages).